Event description:
While opening a "tornetta extremity module" in preparation for an open reduction internal fixation (orif) on both bones of left forearm, it was noticed one of the wrapped laparotomy pads had an area of discoloration (brown). This lap pad was removed from the field, labeled, and bagged. The set-up was completed and the procedure was performed without complication. No harm came to the patient. The bagged item was delivered to the o.r. Nurse manager's office.